Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary partially covered rx stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the (B)(4) clinical trial. Reportedly, the patient had a medical history of cholangiocarcinoma and metastatic disease. The patient came in with a suspicion of neoplasm of the gallbladder and presence of lymphadenopathies. The patient did not have prior plastic or metal biliary stenting. According to the complainant, the patient was admitted to the hospital with jaundice, abdominal pain and general health deterioration on (B)(6) 2015. An ercp procedure was performed on (B)(6) 2015 and there was no stent placed during this procedure; an internal/external biliary drain was placed instead. Baseline liver function tests was conducted on (B)(6) 2015. Baseline assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and identified the following symptoms: right upper quadrant pain, jaundice, and nausea/vomiting. On (B)(6) 2015, the patient underwent the study stent placement and was treated as an inpatient. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics and prophylactic nsaids were administered. Prior sphincterotomy had not been performed and was not performed during the stent placement. The stent was placed using rendezvous. An ercp was attempted but the stent was unable to be placed, a second attempt was done and was successful. During the stent placement procedure, the removal of an external biliary drain was also performed. A 10mm x 60mm wallflex biliary partially covered rx stent was deployed in a satisfactory position across the stricture. On (B)(6) 2015, the patient presented with pain and elevated lipase. The physician confirmed that the patient had pancreatitis post ercp. The patient was put on a liquid diet, and hydration with ringer lactate and analgesia were given to treat the pancreatitis. This event prolonged the patient's hospitalization and was deemed related to the study stent and the study stent placement procedure. The event outcome is considered resolved and the patient was discharged from the hospital on (B)(6) 2015.